Event description:
It was reported that the patient underwent a knee arthroplasty. Approximately ten weeks post-implantation, the patient required a revision surgery due to a tibial bone fracture, which was attributed to the loosening of the tibial implant. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10 - associated medical devices: oxford ph3 cementless fem sz m; item# 154926; lot# 7836870. Oxf anat brg rt md size 4 PMA; item# 159576; lot# 7667282. G2 - foreign: japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Radiographs were provided and reviewed. The review assessed 4 images for radiology review. 2 images are pre-uni knee implant, and the 2 set of images are 4 days post implant. The complaint is for jun revision for loosening and fracture. Submitting images that are 4 days post implant without sequel images would not provide significant findings. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.